Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation of omsc on february 13, 2017, omsc confirmed that the coating on the outer surface of the jaw was worn and partially come off. The ptfe pad was worn. The short circuit error occurred when an operator output in seal mode with the probe contacted to the non-insulated part. The manufacturing record was reviewed with no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was worn when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). Since the ptfe pad was worn, the probe contacted with the non-insulated part. The short circuit error occurred when the user output in seal & cut mode with the probe contacted to the non-insulated part. The following details are found in the instruction manual as warning: when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an uncertain procedure, two subject devices were used. Short circuit error occurred for the first subject device and the second subject device. The procedure was completed. There was no patient injury reported. On february 13, 2017, olympus medical systems corp. (Omsc) confirmed the following phenomena on the first subject device and the second subject device. The first subject device: the ptfe pad was severely worn. The second subject device: the coating on the outer surface of the jaw was partially come off. This is the report regarding the coating damage of the second subject device. The report regarding ptfe pad damage of the first subject device is going to be separately submitted.